Event description:
The 2002 annual report of the american association of poison control centers (aapcc) toxic exposure surveillance system described the occurrence of profound hypotension in a pt who used denture cleanser powder, manufacturer unk. This was the only case report involving a denture cleanser reported by the aapcc. It was reported that the pt unintentionally applied the denture powder to their dentures while they were still in their mouth. During evaluation in an emergency department, they were found to have severe burns to their lips, mouth and oropharynx with swelling and drooling. They required endotracheal intubation for respiratory distress secondary to increased secretions and irritation. They developed profound hypotension and died. Manufacturer's comment: glaxosmithkline markets a denture cleanser powder under the brand name polident denture power. Polident denture cleanser powder is manufactured in memphis, tennessee. The lot number for this product is not available; therefore, quality testing will not be performed. No corrective actions have been required based on this report.